Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded.the following information was provided by the initial reporter with the verbatim:the back check valve did not work and allow secondary fluid to flow into primary bag. There is a space between the tubing and the flange of the valve.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 23065127 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: mat#: 2426-0007 batch#: 23065127 it was reported by customer that the back check valve did not work and allow secondary fluid to flow into primary bag. There is a space between the tubing and the flange of the valve. Verbatim: rcc received a complaint via email. Email(s) attached. Ref. # (B)(4). The back check valve did not work and allow secondary fluid to flow into primary bag. There is a space between the tubing and the flange of the valve. Picture attached. Catalog # 2426-0007 lot / serial # (B)(6).